Event description:
Case ref number (B)(4) is a spontaneous case report sent by a dermatologist which refers to a male aged (B)(6). Pt has no medical history, concomitant medication, allergies or previous filler treatments. On (B)(6) 2013 the pt was injected with less than 1.0 ml restylane perlane lidocaine (lot number 12198) on the dorsum of the nose by blunt cannular needle (linear threading). During the injection, he complained of dizziness to the doctor, so the doctor elevated his legs and arms because the doctor thought that would be vasovagal syncope. He received hyaluronidase on the application site. He could not recover to the healthy condition even if it passed more than 1 minute. Thus it was considered as a symptom of lidocaine toxicity, and then, he got dexamethasone 1a im 5 mg and epinephrine 1a im 1 mg on his both upper arms. However, he still had the same symptom after injection. All of sudden, he complained of discomfort of rt eye, so the doctor saw his pupil of rt eye which was almost full dilatation of pupil, 11mm. The reaction was deemed serious by the reporter because it required intervention, resulted in a disability. The doctor decided to send the pt to the ER of a (B)(6) hosp in (B)(6). He had a brain MRI, and then he was diagnosed with acute infarction of frontal lobe and acute infarction of parietal lobe. While he was treated with thrombolytic agent in hosp, he was diagnosed with cerebral hemorrhage. Therefore, he had a craniectomy operation. He was transferred to other (B)(6) hosp in (B)(6). He experienced decrease visual acuity. The outcome for dizziness is not recovered/not resolved. Almost full dilatation of rt eye [mydriasis] is not recovered/not resolved. Acute infarction of frontal lobe and parietal lobe [cerebral infarction] is not recovered/not resolved. Cerebral hemorrhage is not recovered/not resolved. Blind on right eye [blindness unilateral] is not recovered/not resolved. Hemiparesis left arm and leg [hemiparesis] is not recovered/not resolved. The reporter's causality for the case is possible. The company's causality for the case is possible - this case is one of the most severe cases among the rare reports on accidental intravasal injection of a substance to an artery with anastomose to the branches of ophthalmic arteries." Company comment on the case: "a causal relation between the event and the restylane perlane lidocaine treatment seems possible. This case is one of the most severe cases among the rare reports on accidental intravasal injection of a substance to an artery with anastomose to the branches of ophthalmic arteries. The event has been more severe due to complications from the thrombolytic treatment that the pt has received. As similar adverse events also can occur after autologue fat injection and other substances in the same area, we find this adverse event related to the injection procedure and not specifically the product. However, due to its severity the case report is assessed as a serious adverse event."

Manufacturer narrative:
Pharmacovigilance_comment: (B)(4). The events of dizziness, full dilatation of the eye, cerebral infarction, cerebral haemorrhage, blindness unilateral, hemiparesis assessed as serious and possibly related.